Event description:
Sorin group received a report that the patient tank of the 3t heater-cooler system would not maintain the set temperature during the end of a procedure. The clinician power cycled the unit and full functionality was restored. The case was completed without further issues. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the patient tank of the 3t heater-cooler system would not maintain the set temperature during the end of a procedure. The clinician power cycled the unit and full functionality was restored. The case was completed without further issues. There was no report of patient injury. The investigation is ongoing. A follow up report will be sent when the investigation is complete.